Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the issue occurred before using in the patient or during use the device in the patient? From the dr: I haven¿t had a suture break in years and had two break during a routine strabismus case and the resident had a needle break in half while closing the conjunctival wound. Apparently all of the sutures came out of the same batch. What is the procedure date? (B)(6) 2021. What was used to complete the procedure? Another each of the same suture a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2022-00135, and 2210968-2022-00137.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6), 2021 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.